Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2019-23505 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s previous ins was replaced due to an ¿accident of an abusive boyfriend¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) indicated that the issue was first reported to them on (B)(6) 2019. Regarding the cause, the hcp stated that the patient was ¿body slammed¿ on to the device 3 weeks ago so they were having problems but seemed to be worse after that event. The patient reported that the symptoms occurred even when the device was turned off. The hcp reported that the device will be removed on (B)(6) 2019. The hcp mentioned they were reluctant to replace it. There were no further complications reported or anticipated.